Manufacturer narrative:
Remove other: biomed from g.3. Add: kg to a.4. The customer¿s report that the source device shut down stopping multiple infusions was not replicated during testing, however system error code 130.6020.0 (keyboard failure) was observed in the device logs. Evidence of fluid ingress was observed on the pcu keypad circuit traces suspected to have caused a short circuit. Inspection: dull left/right iui connector pins were observed on the device. The front lcd display was observed in good condition. Significant fluid ingress was found on the keypad traces during keypad layer removal. There were no other observed significant anomalies internally or externally on the source device all possible replacement parts were observed to be bd parts. A review of the pcu event log identified infusions of flolan, morphine, versed and precedex on (B)(6) 2021 as reported by the customer as the date of incident. At 12:21:29 pm, a central unit malfunction code 130.6020.0 (keyboard failure) was observed on the pcu. The system was then shut down by the user via soft key 14 at 12:21:51 pm. During a system error the alaris system is designed to continue infusing on any active channels, however no program changes can be made. Infusion testing performed on the returned devices found no irregularities. Results from an internal inspection, removing the keypad layer, identified fluid ingress in the keypad traces. The disposable tubing was not returned for investigation. The probable root cause of the customer¿s report of the pcu alarming and multiple infusions stopping was believed attributed to fluid ingress identified internally on the pcu keypad circuit layer. The presence of fluid ingress on the keypad traces can result in a possible ¿short circuit¿ condition in which the circuit is constantly connected through an unintended path. Device history review: a review of the device history record showed the device had a manufacture date of 06/12/2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for serial number: (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the serial number: (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the pc unit 8015 in the picu unit alarmed and the multiple infusions of flolan, morphine, versed and precedex that were running stopped. The infusions were as follows: morphine 1 mg/ml at 0.2 mg/kg/hour for a rate of 1.72 ml/hour, epoprostenol 1500 mcg/150 ml at 60 nanogram/kg/min for a rate of 3.1 ml/hr, midazolam 0.5 mg/ml at 0.06mg/kg/hour at 1.03ml/hour, dexmedetomidine 4 mcg/ml at 0.8 mcg/kg/hour at 1.72 ml/hr. Per the customer, the pump alarmed "system failure" on the brain. Pump was turned off and back on and worked after reprogramming. It was reported that the patients vital signs and stats remained stable. There was no adverse affects or reported harm to the patient.

Event description:
It was reported that the pc unit (B)(4) in the picu unit alarmed and the multiple infusions of flolan, morphine, versed, and precedex that were running stopped. The infusions were as follows: morphine 1 mg/ml at 0.2 mg/kg/hour for a rate of 1.72 ml/hour, epoprostenol 1500 mcg/150 ml at 60 nanogram/kg/min for a rate of 3.1 ml/hr, midazolam 0.5 mg/ml at 0.06mg/kg/hour at 1.03ml/hour, dexmedetomidine 4 mcg/ml at 0.8 mcg/kg/hour at 1.72 ml/hr. Per the customer, the pump alarmed "system failure" on the brain. Pump was turned off and back on and worked after reprogramming. It was reported that the patients vital signs and stats remained stable. There was no adverse affects or reported harm to the patient.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Although requested, patient information was not provided. The device has been received and an evaluation is pending.

Event description:
It was reported that the pc unit 8015 in the picu unit alarmed and the multiple infusions of flolan, morphine, versed and precedex that were running stopped. Per the customer, the pump alarmed "system failure" on the brain. Pump was turned off and back on and worked after reprogramming. It was reported that the patients vital signs and stats remained stable. There was no adverse affects or reported harm to the patient.